Manufacturer narrative:
Date rec¿d by MFR : 23aug2019, date of report : 26aug2019. The manufacturer's service technician confirmed the led failure allegation. The manufacturer's service technician replaced the power switch overlay to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Led overlay failure. There was no patient involvement.